Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 MDR's filed for the same event (reference 1825034- 2013-04243 & 2014-00060).